Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There are 2 other events for the lot referenced, however, they are for the same patient. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per medical review: "on (B)(6) 2015 an anterior superior dislocation secondary to restless syndrome occurred and a closed reduction was performed."

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: review of medical records by a consulting clinician indicated: on (B)(6) 2015, an anterior superior dislocation secondary to restless syndrome occurred and a closed reduction was performed. On (B)(6) 2015, there are three views of an anterior dislocation and one view of the reduced hip on the left. There is no examination of the explanted components, no histopathology report, and no mars MRI diagnostic of altr available. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there are 2 other events for the lot referenced, however, they are for the same patient. Conclusion: an event regarding dislocation involving a trident liner was reported. Review of medical records by a consulting clinician confirmed dislocation. Clinical review notes the root cause is likely due to inadequate tissue tension and leg length discrepancy as noted: "some corrosion after three years in situ limited to the head/trunnion junction is not unexpected or diagnostic of pathology due to altr (this event is reported under (B)(4) . Anterior dislocation in extension and external rotation is likely to be recurrent and was due to inadequate tissue tension and leg length discrepancy. There is no evidence this clinical situation was the result of factors of faulty component design, manufacturing, or materials." No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Per medical review: "on (B)(6) 2015, an anterior superior dislocation secondary to restless syndrome occurred and a closed reduction was performed."